Manufacturer narrative:
Investigation summary: the reported event of the screwdriver breakage could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The breakage of the screwdriver was caused by an excessive torsional force applied to this instrument. The visual inspection revealed that the screwdriver tip was broken and the fracture pattern showed diagonal marks, which suggests the fracture was caused by a torsional force. This force was probably transmitted by the power tool used during surgery. Upon removal of the locking screw with pliers, as stated in the event description, the screw became deformed, showing lateral damages where the pliers were in contact with the screw. Note that one can read from the event description ¿doctor used torque limiter on power to insert¿, which is in contradiction with what is said in the operative technique. More specifically, that upon starting screw insertion, one should do it manually, and that the torque limiter should only be used in the end, for final tightening of the screw, also in a manual manner, without a power tool. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Tip from modular screwdriver out of axsos locking 4.0 instrument broke off in a 4.0 locking screw during insertion. Doctor used torque limiter on power to insert. Had to back screw out with pliers to remove. Replaced with new screw then proceeded with case.

Event description:
Tip from modular screwdriver out of axsos locking 4.0 instrument broke off in a 4.0 locking screw during insertion. Doctor used torque limiter on power to insert. Had to back screw out with pliers to remove. Replaced with new screw then proceeded with case.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.